Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was unable to recover storage space. The technical support specialist assisted the user to reboot the device and that resolved the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system unable to recover storage space. The customer reported that they could not able to recover since the user has no access. The customer stated that this malfunction occurred while dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.